Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with glare. The lens was exchanged for another lens model 08 months 21 days following the initial procedure. Clinical reason for explant was mentioned as could not see at distance. Additional information has been requested.